Event description:
Additional information indicates a field representative was able to connect to the ipg and program the patient. The device is providing therapy.

Manufacturer narrative:
Correction: a field representative was able to connect to the ipg and program the patient. This device is no longer considered reportable.

Event description:
It was reported that the patient's ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.